Event description:
Discordant advia centaur results were obtained on pt samples. The customer declined to share pt info except to say that the patient's results were reported to the physician. The samples were rerun and the corrected results were reported. It is unk if there was any pt intervention or adverse health consequence due to the discordant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant pt results was due to the presence of bleach left in the bulk water bottle from performing the monthly cleaning procedure. The instrument was repaired. The instrument is performing within specifications no further eval of the device is required.